Manufacturer narrative:
Corrected data: h6. Reference CAPA: 20-00141.

Manufacturer narrative:
UDI number (B)(4). The device was not returned for evaluation as it was discarded at the site. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause for the aortic stenosis is unknown, however, may be related to patient factors (pre-existing valvular disease process) and/or the mechanisms described above. There was no indication or allegation of a device malfunction contributing to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from implant patient registry (ipr), approximately 21 months post tavr of 26mm s3 valve in the aortic position via transfemoral approach, the valve was explanted and a new surgical valve was implanted. Per data provided, the patient has been symptomatic (doe, chest pain). Coronary angio was negative for ischemia. Echo showed an avmg 53 mmhg, ava 0.75 cm2. Patient discussion for explant of the 26mm s3 valve with new implant of a hvt valve.